Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer believes that insulin pump was over delivering. Customer's blood glucose was 120 mg/dl at the incident. It was reported that the over delivery due to insulin flow blocked alarm and short amount of insulin in daily history. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.